Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm with the incident lot was observed. Evaluation of the customer samples was performed and embedded fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that black spots were found in the bd vacutainer® sodium fluoride n2e plus blood collection tube before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "black spot in the 2 tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black spots were found in the bd vacutainer® sodium fluoride n2e plus blood collection tube before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "black spot in the 2 tubes."